Manufacturer narrative:
(B)(4). The customer report of a leaking juncture hub could not be confirmed through investigation of the returned sample. The customer returned provided one image and returned one mac for analysis. Definite signs of use in the form of biomaterial were observed inside the extension lines. Visual analysis of the catheter did not reveal any obvious defects or anomalies. The sheath body length from the juncture hub to the distal tip measured 116mm via calibrated ruler, which was within the specification limits of 115m-117mm per the sheath product drawing. The outer diameter (od) of the sheath body measured 4.61mm via calibrated caliper, which was within the specification limits of 4.59mm-4.71mm per the catheter extrusion product drawing. The valve and mac device were leak tested according to three different parameters. Low pressure leak resistance test: this states, "using a test pressure of 38-42 kpa (5.51-6.09 psi), there shall be no leakage past the hemostasis valve". The mac catheter was attached to the lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 42 kpa for 30 seconds. No leaking or lumen crossover was observed. Liquid leakage - hemostasis valve with mac companion inserted: the parameters from the low-pressure leak resistance test were repeated with a lab inventory 7.5fr mac companion inserted into the sheath. The sheath was pressurized to 42 kpa for 30 seconds and no leaks were observed from the hemostasis valve. High pressure leak resistance test: this states, "when tested in accordance with iso, using a test pressure of 300-320 kpa (43.5-46.4 psi) there shall be no leakage sufficient to form a falling drop." With both the distal end of the sheath and the hemostasis valve occluded with the returned obturator, the device was pressurized to 300kpa for 30 seconds. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the mac, which indicates that the assembly is intact. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to out side diameter of device body or extension lines to reduce risk of cutting or damaging the device or impeding device flow. Secure only at indicated stabilization locations". A device history record review could not be performed as no lot number was provided and no sales history is available to obtain a potential lot number. Based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
The report states, "one introducer leaked and needed to be removed. For the other introducer, propofol, which was infusing in the white lumen of the introducer, was noted to be leaking from the skin-catheter junction". As a result, the device was removed from the patient. There was no patient harm or injury. The patient status is reported as "fine". See associated MDR #9680794-2023-01019.

Event description:
The report states, "one introducer leaked and needed to be removed. For the other introducer, propofol, which was infusing in the white lumen of the introducer, was noted to be leaking from the skin-catheter junction". As a result, the device was removed from the patient. There was no patient harm or injury. The patient status is reported as "fine". See associated MDR #9680794-2023-01019.

Manufacturer narrative:
(B)(4).